Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the sample probe was not adjusted correctly, and removed it, cleaned it, made adjustments, and confirmed proper operation. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 2 patient samples on a cobas 6000 e601 module. The customer was prompted to repeat the patient samples as they noticed several analyzer alarms on high results. For sample 1, the initial estradiol result was 1883 pg/ml. The sample was repeated twice and the results were 227.7 pg/ml and 205.4 pg/ml. For sample 2, the initial estradiol result was 936.6 pg/ml. The sample was repeated and the result was 123.5 pg/ml.